Event description:
Customer reported that pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level as it was stated to be at 145. Customer was instructed to remove the cartridge and inspect the o-ring, which was found to be out of place and damaged. Technical support assisted the customer in filling a new cartridge and following the on-screen instructions to complete the load process, which was successfully resumed, allowing the continued use of the insulin pump.